Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas sustained physical damage when a toddler bit the device while it was charging, resulting in a cracked display and a completely unresponsive touchscreen consistent with a display screen failure and housing damage. Symptoms included no alarms, no adverse clinical events, and no reported changes in blood glucose. Outcomes included device replacement and continued use of the user¿s dexcom cgm with a phone or receiver until the replacement arrived. Investigation included user interview, device history review, and assessment of damage based on reported description and photos not indicated. Investigation of this case revealed mechanical impact damage to the display assembly consistent with external force, with no evidence of a manufacturing or design defect. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external mechanical stress.